Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device expulsion ("migration of the essure device/ extruding into endometrial cavity") and uterine perforation ("perforation (uterus)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight. In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation and device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"). The patient was treated with surgery (pelvic surgery ) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). On (B)(6) 2015). At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation and hypothyroidism had resolved. The reporter considered device expulsion, fallopian tube perforation, hypothyroidism and uterine perforation to be related to essure. The reporter commented: all symptoms were fully resolved with the removal of the devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Essure confirmation test: result: both tubes full open with no sign of the essure devices. Leakage of one fallopian tube ((B)(6) 2014, (B)(6) 2013.) (B)(6) 2014 - tvus revealed likely essure coils in right tube but extruding into endometrial cavity on left. (B)(6) 2014 (xr pelvis 1 or 2v) pelvis pain. Report: there is no fracture, dislocation or bony lesion. Fallopian tube obstruction devices are present most recent follow-up information incorporated above includes: on 27-mar-2018: pfs+mr received: new events: hypothyroidism, uterine perforation added. Reporter, patients demographic information, all other relevant history updated. Previously reported event ¿perforation¿ updated to fallopian tube perforation and ¿device dislocation¿ updated to device expulsion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device") and device dislocation ("migration of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2015). At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.